Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were unable to calibrate the heartstart mrx for etco2.there is no indication of patient involvement.